Manufacturer narrative:
Add'l pro code: krd/hcg. (B)(4). Conclusion: the device was not returned for analysis. Review of DHR for lot 17449388 concluded there were 2 rejected units due to kinked coil that may be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. The resistance and coil kink could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, the concomitant microcatheter may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a subarachnoid hemorrhage of the internal carotid-posterior cerebral artery aneurysm, there was resistance between an orbit galaxy (640cf0615/ 17449388) and an sl 10 microcatheter, and the coil became kinked. The orbit galaxy was the first coil used for the procedure. The coil was replaced with another same size galaxy coil and the procedure was completed successfully without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained through the microcatheter at all time. No visible defect/damage was noted on the products prior to or after the event. No unintended detachment was observed in the vessel or in the microcatheter. The product was not available for investigation. No further information was available.